Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has never had a good hearing performance with the device. Physician found 8 active electrodes out of the cochlea, according to fitting data. The user was explanted on (B)(6) 2018 and no re-implantation is planned.

Manufacturer narrative:
Conclusion: according to the patient report the device was explanted due to the active electrode array migrated out of cochlea. A complete insertion was achieved during initial implantation. In addition during implantation, more than 4 mm of ossification was present. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The user has never had a good hearing performance with the device. Physician found 8 active electrodes out of the cochlea, according to fitting data. The user was explanted and no re-implantation is planned.